Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the interstim therapy helped at first, but then patient was feeling more sensation down on the left side real low in the vagina area and inner leg and it stopped helping. Patient saw their doctor several times who tried botox which only worked for 3 months and that was it. Patient did not know the reason why the interstim stopped helping them. Patient started seeing a new urologist who did some tests and determined patient has pockets where their bladder is not emptying. Patient was tested and there was no urine in their bladder. There are pockets on top of the bladder that are retaining urine and randomly leaking out. Patient has to wear depends because they never know when the pockets are doing to leak. Patient was also diagnosed with interior and posterior prolapse. Patient needs to have surgery and their urologist ordered an MRI. Agent documented reported event. Patient discontinued use of the interstim and has turned it off. Additional information was received from a healthcare professional (hcp). The hcp reported that they were not the one who placed the interstim so they were unsure how the patient was handled prior. They did note that they will remove the interstim and the patient outcome in pending.